Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 28 of the patient's mouth. Details of surgery: ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bruxism and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling, bleeding and fistula. No further patient complications were reported.